Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy pacemaker (crt-p) system presented with local redness at the device pocket. An infection was suspected and the patient was treated with a 10-day course of antibiotics. The system remains implanted. No additional adverse patient effects were reported.